Event description:
It was reported that guidewire detachment and vessel dissection occurred. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.

Event description:
It was reported that guidewire detachment and vessel dissection occurred.a 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.

Manufacturer narrative:
The device was not returned to the complaint investigation site for analysis. The assigned cause code is adverse event related to procedure since due to the detachment of the rotawire, as a result of the interaction between the rotawire and the rotapro, a dissection was caused, causing an unexpected intervention in order to retrieve the detached portion of the guidewire, without any success and causing the cancellation of the procedure, which can be attributable to factors that can occur during procedure with the use of the devices. Additionally, according to medical review, the clinical event is anticipated in nature and severity.

Event description:
It was reported that guidewire detachment and vessel dissection occurred. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.

Manufacturer narrative:
H11 additional MFR narrative: corrected.investigation results:device history review:a review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported.device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion:the assigned cause code is adverse event related to procedure since due to the detachment of the rotawire, as a result of the interaction between the rotawire and the rotapro, a dissection was caused, causing an unexpected intervention in order to retrieve the detached portion of the guidewire, without any success and causing the cancellation of the procedure, which can be attributable to factors that can occur during procedure with the use of the devices. Additionally, according to medical review, the clinical event is anticipated in nature and severity.